Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, ¿inadequate range of motion¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain. Number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal.¿

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2012 due to alleged cup loosening. Additional information was received from patient legal counsel. Patient underwent an initial left hip arthroplasty on (B)(6) 2008 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, metal poisoning, and metallosis. Subsequently, it was reported a revision occurred on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2008. Subsequently, patient was revised on july 18. 2012 due to alleged cup loosening. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2008. Subsequently, patient was revised on (B)(6) due to alleged cup loosening. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6), 2008. Subsequently, patient was revised on (B)(6). 2012 due to alleged cup loosening. Additional information was received from patient legal counsel. Patient underwent an initial left hip arthroplasty on (B)(6), 2008 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, metal poisoning, and metallosis. Subsequently, it was reported a revision occurred on (B)(6), 2012. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted the left hip revision was due to pain and a loose acetabular cup. Operative report further noted the presence of synovitic changes consistent with rheumatoid.